Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 418 mg/dl. Customer mother also stated that he insulin pump had no delivery alarm and issue was resolved by changing complete set. Customer mother declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.